Manufacturer narrative:
This device has been reported as an asset return. The product analysis found that the device has switch not activating, error 0432 on power test, old software, energy failed self-check. DHR/shr review is not required. A labelling review is not required. A risk review was not performed for a26 due to no user allegation. A historical review of the last 12 months of complaints was not performed for a26 due to no user allegation. A CAPA history review was not performed for a26 due to no user allegation. The complaint could not be confirmed, this device has been reported as an asset return. The failure mode was found with "switch not activating, error 0432 on power test, old software, energy failed self-check". The most probable cause of the complaint is d15 - cause not established the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required.

Event description:
It was observed that during the device evaluation, the generator exhibited the high voltage power supply board had blown capacitor. After replacing the high voltage power supply board and fuses the unit failed self-test with an error 0432. There was no patient involvement.